Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited low impedance, noise on egm and a polarity switch. It was also reported that the ra lead exhibited undersensing/no sensing. It was also reported that the implantable pulse generator (ipg) exhibited higher current drain. It was noted that the patient was experiencing shortness of breath. The ra and rv leads and ipg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.